Manufacturer narrative:
Concomitant medical devices- model: ddbc3d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the allied health professional (ahp) complained the implantable cardioverter defibrillator (ICD) does not show the first beat of electrograms (egm) data associated with a non-sustained event. The ahp indicated this is very important to understand rhythm onset. Complaint is in general to all medtronic ICD/crt-d devices, and this case is an example. The caller also noted a possible undersense of a ventricular event on the stored egm's of the right ventricular (rv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.